Event description:
It was reported that pump experienced malfunction code 16 after pump had been worn on high-gravity roller coaster ride the previous day. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and no additional issues were reported.